Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device after 8 years due to unspecified reasons. The patient outcome was reported to be stable. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted. Additional information received that the reason for revision was mechanical failure and insufficient cuff volume. The patient had recurrent leakage due to gradual volume depletion.